Event description:
The pt was pregnant and was admitted in labor. The pt wanted a repeat caesarean section. The pt was receiving spinal anesthesia when the needle broke off as the needle was being removed. The pt was taken to o.r for removal of the 4.5 cm of needle.